Event description:
Tech. Was drawing a specimen with a syringe. She was transferring the blood from the syringe to the tube, allowing the tube to draw the blood, when the stopper came off the tube. Blood sprayed all over the room and on the tech's face (eyes, mouth). She is having hiv pep treatment.